Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that there was a line through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013 device evaluation:the device has been returned and evaluated by product analysis on 11/20/2013 with the following findings:the complaint of a line through the display screen was not duplicated during testing. The display was fully functional and fully illuminated with no lines on the screen. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.